Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, there was a problem keeping the balloon inflated at the port location. They were unable to keep the port sealed. The balloon would not maintain inflation despite several attempts to keep it inflated. The length of the evh incision prior to insertion of the btt was 2 cm. The gas line was connected to distal insufflation connector. No steps were taken to minimize leakage at the btt. When they resorted to opening a new kit off the shelf it was functioning properly and they believe that the individual kit was compromised out of the box. No harm to the patient.

Manufacturer narrative:
Trackwise ID(B)(6) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000254973 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.

Event description:
N/a.